Event description:
It was reported that during a thyroidectomy procedure, the connector broke. Another like device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
Eval summary: the analysis results confirmed that the hand piece was returned with the 4-40 stud broken. No testing could be performed due to the returned condition.